Event description:
The user facility reported a 40-year-old female patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. When pump was connected to the aic, the optical sensor was not recognized. Troubleshooting was unsuccessful so the automated impella controller (aic) was replaced. The new aic operated without any issues. No patient harm reported.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.